Manufacturer narrative:
Further info regarding the alliance/cardinal health brand flex connector used in the described event reveals that the connector is not iso complaint. The tracheostomy tube used in the described event should be used with an iso complaint connector . The customer will be notified of the proper connector to be used with this tracheostomy tube.

Event description:
The company received a report from a home health nurse who stated that they received info from their pt. That the ventilator circuit kept "popping off" the pt's tracheostomy tube. The customer states that the height of the connector is too thick to allow a full connection of the flex connector they are using which is manufactured by alliance/cardinal health. The customer did not report any pt harm, change in therapy. Nor adverse clinical effect to the pt. The customer stated that she will not be returning the tracheostomy tube to the MFR for eval.